Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 406 mg/dl and low blood glucose value was 40 mg/dl. The customer¿s current blood glucose value was 406 mg/dl. The customer also mentioned other blood glucose values such as 90 mg/dl, and in the range of 50 mg/dl. Sensor glucose value from reported event was 264 mg/dl. Insulin delivery was not suspended due to sensor glucose values. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose event. The customer did not experience any symptoms of high blood glucose value and low blood glucose value. The customer treated high blood glucose with insulin pump and low blood glucose with food. Customer reports was unsure if bolus wizard is programmed accurately. Based on customer¿s report customer does not allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.